Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced possible infection and pain at device site. It was further reported that the device "nearly eroded through skin". The device was removed and replaced. No further patient complications have been reported as a result of this event.